Manufacturer narrative:
The complaint of disconnection / loose connection on item cl-2000s could not be confirmed by investigation since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) couldn't be performed due to lot number for this complaint was unknown. E1: telephone extension: (B)(6).

Event description:
The incident involved a chemolock¿ on an unknown date. It was reported that the customer has found on a number of occasions that the chemolock injector has been detaching or leaking after being attached to their tubing. The customer added that they have reviewed set set-up with the staff, and even when you hear the click and screw the collar of the tubing onto the chemolock, they are still seeing disconnects or leaking. The reporter also mentioned that those are typically hazardous drugs. It has happened several times over the last few months so not consistent lot numbers. There was unknown patient involvement and unknown patient harm.